Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2017-05880. It was reported that the patient was not receiving adequate relief from their system. 7 contacts on the lead were showing high impedances. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient now has effective therapy.